Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number gd895961 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis could not be performed. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).

Event description:
This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. While in the hospital, the patient was treated with unspecified antibiotics for the event. The patient was later discharged from the hospital and prescribed cipro (dose, frequency, and route not reported) for continued treatment. At the time of the report, the patient was recovering from the peritonitis. No additional information is available at this time. This is report 2 of 3 involved in this event.